Event description:
The patient reported experienced low blood glucose of 28-33 mg/dl in 2009, and she placed the infusion device is stop mode. The month prior, she again experienced low blood glucose. She stated that she is very athletic and she does not eat much. Her physician states, the infusion device should be evaluated. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.